Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the programmer shut down when the returned radiofrequency programmer head was plugged into it and additionally that the head failed multiple vxi tests. It passed all tests and interrogated when used with a known, good cable. The head was being sent on for repair and restock. (B)(4).

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.